Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 USA device failed active exhalation verification pilot: reading 28.86 cmh2o. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed. The device failed pretest during field change order remediation. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. The technician ran system test. The device passed all test and was returned to clinical use.

Event description:
The manufacturer received information alleging a trilogy ev300 USA device failed active exhalation verification pilot: reading 28.86 cmh2o. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 USA device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.